Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, an embolism formed and the pt's blood pressure dropped during dissection. The pt's heart rate slow and went into ventricular tachycardia. The physician immediately began to cannulate; air bubbles escaped from the right atrium. The vein had not been punctured and the hospital did not signify that co2 had entered the bloodstream. The hospital was unable to determine the exact cause of the embolism. The co2 level for insufflation was set to 12mmhg. The same device was used to complete the procedure and the pt's other leg was used for the vein harvest. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).